Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was not returned to zoll medical corporation for evaluation. The clinical file review determined that the AED was powered on for 16 minutes and 47 seconds and completed four analyses. The first analysis recommended a shock due to motion artifact during electrode application that elevated the heart rate above pediatric thresholds, and the shock was approrriately delivered. The second, third, and fourth analyses correctly advised no shock, with CPR initiated immediately after the second analysis; although the shock button was pressed multiple times during a no-shock advisory, the AED plus cannot be manually charged or discharged and functions solely based on algorithm decisions. All no-shock prompts were appropriate based on the organized rhythm detected. The device operated as designed within the limitations of the technology. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an 8-year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Event description:
Complainant alleged that while attempting to treat an 8-year-old female patient, the device prompted "no shock advised? For a rhythm clinicians believed to be shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.